Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular lead failed to advance over the wire in the vein. The lead was not used. The patient was discharged post procedure.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported event of a guidewire insertion issue was not confirmed. As received, a complete lead was returned for analysis. Visual and x-ray inspection of the lead did not find any anomalies. The s ¿ curve height was measured, and it was within product specification. A guidewire was used to perform the insertion test. The guidewire was able to be fully inserted / removed successfully with no restrictions.